Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that the procedure was to treat the superior mesenteric artery. A .014 spartacore guide wire was placed and 5.0x18mm herculink elite balloon expandable stent system was attempted to advance on guide wire; however, outside the sheath and body it was not possible to move the stent system. The wire was cut at the rapid exchange level and spartacore guide was left inside to not loose access and continue procedure. A new herculink was successfully complete the procedure. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported difficult to remove was able to be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. It was reported that a stent delivery system (sds) encountered resistance while being removed over the guide wire. Factors that may contribute to difficulty removing an sds over the guide wire include, but are not limited to, inner diameter of the sds, outer diameter of the guide wire, device support, buildup of procedural contaminants, challenging anatomy, user technique, and/or damage to the sds or guide wire. Based on the information provided, it is possible that a buildup of procedural contaminants blood/contrast on the guide wire contributed to the reported difficult to remove; however a conclusive cause cannot be determined. Manipulation of the device resulted in the noted multiple bends and kink. There is no indication of a product quality issue with respect to manufacture, design, or labeling. D9 correction: device available for evaluation updated to yes.

Manufacturer narrative:
The device was not returned for analysis. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. It was reported that a stent delivery system (sds) encountered resistance while being removed over the guide wire. Factors that may contribute to difficulty removing an sds over the guide wire include, but are not limited to, inner diameter of the sds, outer diameter of the guide wire, device support, buildup of procedural contaminants, challenging anatomy, user technique, and/or damage to the sds or guide wire. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported difficulty during removal. There is no indication of a product quality issue with respect to manufacture, design, or labeling. D9 correction: device available for evaluation updated from yes to no